Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-540a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 139,121 joules of use and 25:23 minutes/seconds, the "beam became multidirectional, fiber started blinking instead of giving a standby green beam." The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged. While using the second fiber, it was reported that the beam became multidirectional, fiber started blinking instead of giving a standby green beam. The finishing fiber was thrown away but the case was completed. Patient outcome: no injury to patient was reported. This report is for the first fiber used.